Event description:
It was reported that the jacket tore 5 cm from the ipsilateral capsule. The device was removed and a second device was used. The second device also malfunctioned and the pt's incision was closed and the case was aborted.